Manufacturer narrative:
The syringe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported no staining on multiple assays. Issue was attributed to a syringe leakage. Field service engineer replaced the syringe. No indication of a delay in diagnosis.